Manufacturer narrative:
Unit received with all operating currents within spec and passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracytest at 0.08750 inches. However, unit alarmed unexpected restart during unexpected restart error test due to c13 at I/b leaking voltage. No external ram crc error alarms were noted.

Event description:
Customer reported via phone call that they experienced high blood glucose 489 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also reported unexpected restart and the clock monitor test detected a mismatch between the system clock and the watchdog clock. Insulin pump will be returning for analysis.